Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having ongoing frequent low flow alarms. The low flow alarms were due to a known stable partial thrombosis involving the lvad outflow graft (related manufacturer report # 2916596-2022-11890) and high blood pressure. The low flow alarms had not resolved even with the management of the patient's blood pressure. The patient complained of shortness of breath, lightheadedness, and dizziness. The device was operating as expected, and the plan was to obtain the low flow software for the system controller. A review of the log files found constant low flow events. On (B)(6) 2022, the patient had a computed tomography (CT) scan of the abdomen, chest, and pelvis with indicated a stable partial thrombosis involving the lvad outflow cannula.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow hazard events were confirmed through the evaluation of the submitted log file; however, a specific cause for the low flow condition could not be determined through this evaluation. The outflow graft obstruction was confirmed through the computed tomography images provided by the account, however, the extent of the obstruction could not be determined by the pictures alone. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. It was reported that the patient was having frequent low flow alarms. The cause of the low flow alarms was due to a stable partial thrombosis in the outflow cannula of the lvad that was diagnosed on (B)(6) 2021, and high blood pressure. The low flow alarms have not resolved, even with the management of the blood pressure. The device was operating as expected, however the patient complained of shortness of breath (sob), lightheadedness, and dizziness. The plan was to obtain the low flow software for the system controller. Evaluation of the submitted log file revealed that a low flow hazard alarm persisted throughout the entire log file due to the flow being below the low flow threshold of 2.5 lpm. The alarms occurred while the patient was connected to the power module. No other unusual alarms or events were captured, and the pump appeared to function as intended. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The account submitted 2 computed tomography (CT) scans for review. Evaluation of the images revealed a narrowing of the outflow graft lumen underneath the outflow graft bend relief. This is evidenced by the outflow graft appearing darker in one area. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined. Additional information revealed that there was a stable eccentric thrombus of the lvad outflow cannula causing up to two thirds luminal narrowing near the device. Computed tomography (CT) scans of the chest, abdomen and pelvis were taken on (B)(6) 2022 which indicated a stable partial thrombosis involving the lvad outflow cannula. The patient continued to have low flow alarms and complained of fatigue and shortness of breath. No low flow software upgrade was done. However, the patient had an outflow graft stenting which resolved the low flow alarms. The patient remains ongoing on the heartmate (hm) 2 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU) section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 1 of this IFU lists hypertension as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient had an outflow graft stenting done which resolved the low flow alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.